Manufacturer narrative:
Veeva case: (B)(4).

Event description:
Inside of my mouth swelled up so bad I ended up in the emergency room, it was swollen and purple [mouth swelling]. My tongue swelled up so bad I ended up in the emergency room [swelling of tongue]. My mouth is still a little sore [sore mouth]. Case description: on 2024-10-14 a spontaneous case was reported in united states of america by a patient via call center representative (phone). The report concerns a 76-year-old female consumer. The consumer received poligrip extra care (carna+polma cream) lot number xf4m and expiry date 2027-01-31, on (B)(6) 2024 for indication product used for unknown indication. No concomitant medications were reported. On (B)(6) 2024, (within the day) after starting poligrip extra care, the consumer was hospitalized due to inside of my mouth swelled up so bad I ended up in the emergency room, it was swollen and purple (preferred term: mouth swelling). The outcome of the event mouth swelling was not recovered/ not resolved/ ongoing. On (B)(6) 2024, the consumer was hospitalized due to my tongue swelled up so bad I ended up in the emergency room (preferred term: swollen tongue), and my mouth is still a little sore, (preferred term: oral pain). The outcome of the events swollen tongue and oral pain was not recovered/ not resolved/ ongoing. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. No medical history was reported. No drug history was reported. The action taken were: for poligrip extra care was unknown with dechallenge unknown (action taken was unknown)/(outcome was unknown) and rechallenge no - n/a (no rechallenge was done, recurrence is not applicable) to events mouth swelling, swollen tongue and oral pain. The causality of the events mouth swelling, swollen tongue and oral pain was assessed as not reported / not assessable to suspect case product: poligrip extra care device MFR number: 1000415764-2024-00318. The reporter provided the following comment: "pi, I spent two days at the hospital, I used the super strong poligrip denture adhesive cream extra care, my tongue and inside of my mouth swelled up so bad I ended up in the emergency room, I almost died. Lot: xf4m exp: 27/01/31, dentures, my mouth is still a little sore, it was swollen and purple. Pi I don't remember the names of the doctors, sorry, I just wanted you to know."